Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a severely calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified approximately 4 mm from the distal end of the proximal markerband. No other issues were noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a severely calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.